Event description:
The customer reported the system would not display a usable image. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and found the image intensifier and it's power supply needed to be replaced, but no conclusion can be drawn as further repair info is not available.